Manufacturer narrative:
The pump was received with a no motor movement or negligible movement. Retries to free a stuck motor failed alarm during rewind due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the critical pump error. Unable to download due to moisture damaged on electronic assembly.

Event description:
The customer reported via phone call that they were swimming when they noticed that the insulin pump was not working and the screen was blank. The customer's blood glucose level was 95 mg/dl at the time of the incident. The customer reported that they tried to change the battery to recover the insulin pump. However, they noticed a moisture inside the battery compartment. The customer reported that there was fluid in the battery compartment. It was reported that the o ring was in place and was free of debris. The customer stated that the battery cap was damaged. The customer was advised to revert to backup plan per the healthcare professionals instructions until the replacement battery cap arrives. The device will be returned for analysis.